Event description:
Per rep - (B)(6) 2025 - they had access on right side of the patient and were over the bifurcation attempting to stent the left leg. During deployment, roughly two thirds of the stent deployed and one third was stuck in the deployment system. They ended up breaking open the handle of the ptx and attempting to deploy the rest of stent. They were able to get the proximal one third of the stent deployed but it was inside of the introducer sheath that was over the bifurcation. The case is still going on. They are presently attempting to extract the rest of the stent from the sheath. Update from rep - (B)(6) 2025 - from the physician the device failed to fully deploy, and as they were trying to back it out, while partially deployed, it got stuck on the aortic bifurcation and then became detached from the delivery system completely. They ended up have to used 3 more devices to anchor it in place. Pt is doing fine. Outside of a somewhere steep aortic bi-fur, nothing was out of the ordinary. I have the failed device in question, as I stopped by to pick it up.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cancellation report is being submitted due to the completion of the confirmation received from qe on (B)(6) 2025 file can be cancelled as "as the adverse effects related to (B)(4) were linked to the abnormal use the details of the use error of incorrect size wire guide should be recorded in the pms log." See medical device report with g8 number 3001845648-2025-00311 for the report of the serious injury with this event.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the confirmation received from qe on (B)(6) 2025 file can be cancelled as "as the adverse effects related to (B)(4) were linked to the abnormal use the details of the use error of incorrect size wire guide should be recorded in the pms log." See medical device report with g8 number 3001845648-2025-00311 for the report of the serious injury with this event.